Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. Subsequently the pump shut off due to insufficient power. The customer's blood glucose (bg) level was impacted 300 (mg/dl). A manual injection was delivered to address bg level. Recommendation was made to the customer to charge pump more frequently.